Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation. Numerous design verification and validation activities have been performed to ensure that this device has the proper requirements, and that the device meets the needs of the user. In addition, the IFU's for the zenith line of products lists several key points that could eliminate this failure mode from occurring; anatomical criteria, pt sizing, proper amount of overlap between components, pt f/u guidelines, etc. Specifically, the IFU states the device is intended for patients with an iliac artery distal fixation site 7.5-20mm in diameter (outer wall to outer wall). The IFU also recommends a minimum overlap of one full stent length between the main body and iliac leg graft. The complaint correspondence indicated that the patient was not suitable for evar because of anatomical exclusion. Without add'l info or imaging we are unable to comment on the patient's suitability for evar. Type 3 endoleaks were reported at the contralateral and ipsilateral gates. Ballooning resolved the leak at the contralateral gate. Placement of another MFR's stent resolved the leak at the ipsilateral gate. Another MFR's stent was preemptively placed at the distal site of the contralateral leg to prevent kinking. It is difficult to determine how the complaint device may have contributed to the reported event with the info provided. It is possible that the pt's anatomy contributed to the event, but identification of contributing factors with the info provided is speculative at this time. Imaging and anatomical determinants are invaluable in determining the cause of the difficulty and what, if any, add'l actions need to be taken. As there was no indication of sealing stent movement relative to the anatomical landing site, the event will be trended as disconnection of modular components. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure was evaluated per quality engineering risk analysis (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2010. Old myocardial infarction was observed as complication and the patient experienced procedure for aortoventriculoplasty and coronary artery bypass surgery in 2009. Ejection fraction was about 30%. The patient's anatomical form was not suitable for aaa repair since both sides of common iliac arteries had aneurysms. The procedure was performed as prescribed. Final confirmatory angiography revealed a type iii endoleak from the junction area of the contralateral side (right side). Then ballooning was performed with an xxl pta balloon to resolve the endoleak. Confirmatory angiography was performed and it also revealed another type iii endoleak from the junction area of the ipsilateral side (left side). Another MFR's stent was placed and the type iii endoleak was resolved. A different stent of another MFR's was placed at the distal site of the contralateral iliac leg graft to prevent from kinking. The patient was fine after the procedure.